Event description:
During the index procedure one endeavor sprint stent was implanted into the lad vessel. Approximately 3 days post index procedure the patient suffered from hemorrhage of lower digestive tract (gi bleed). Investigator assessed event was not related to the study device and the event is unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event has been updated to colorectal cancer and occurred 1 month and 3 days post index procedure. If information is provided in the future, a supplemental report will be issued.